Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported for difficulty in removing the gripper line from this lot. All available information was investigated a definite cause for the reported difficulty in removing the gripper line in this incident could not be determined there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During deployment ,while pulling the gripper line (gl), resistance was felt. The mitraclip appeared to be pulled upward along with the gl. Troubleshooting was performed by pulling on the free end. The clip was successfully deployed reducing mr to 1. The gl was removed from the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.